Manufacturer narrative:
(B)(4). Eval, results: (stent graft migration, endoleak). Eval, results & conclusion: (calcified aortic neck).

Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 21 months ago. Aneurysm morphology and vessel morphology at the time of implant were not reported. It was reported that the pt returned for the routine f/u when a migration and a proximal type 1 endoleak were noted. A CT scan was performed showing the bifurcated graft was found to be 12 mm below the renals, as well as a proximal type 1 endoleak present, with aneurysm diameter of 5.4 cm, compared to 5 mm below the renals at a f/u on (B)(6) 2009 and the aneurysm diameter was 4.9 cm. The aortic neck is about 27 mm in diameter with mild angulation of 15-20 degrees and mild thrombus plus a shelf of focal calcification. The migration and type 1 endoleak were attributed to the neck calcification. On (B)(6) 2010, a 32 mm talent cuff was placed; however, the endoleak did not resolve (see MFR # 2953200-2010-02571). A palmaz stent was placed and successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.